Manufacturer narrative:
Visual, dimensional, functional and materials analysis could not be performed as the device was not returned. Complaint history review for similar events and device history records could not be performed as a valid lot code was not provided and could not be obtained. It was reported that a screw tulip disengagement intra-operatively. Root cause could not be determined conclusively. However, when the tulip disengages from screw one common reason is due to the tulip being over angled while persuading. Cantilever forces would cause this.

Event description:
It was reported that tulip of the xia defense screw broke off intra-op when surgeon was in process of final tightening. A surgical delay of 10 min was reported. No other consequence to the patient was reported.

Event description:
It was reported that tulip of the xia defense screw broke off intra-op when surgeon was in process of final tightening. A surgical delay of 10 min was reported. No other consequence to the patient was reported.